Event description:
The patient reported frayed wires of the power supply cable. The power supply and power cord of the patient electronic unit were replaced and there were no adverse consequences reported by the patient.